Manufacturer narrative:
As reported, the balloon indicator of a 6f¿12f mynx control venous vascular closure device (vcd) would not stay inflated upon balloon inflation. Upon removal, the balloon was observed to have burst, with a hole present where saline was leaking out. There was no reported patient injury. The device was prepped by the physician with no issues noted prior to use. The procedure was an atrial fibrillation ablation performed using an antegrade approach. The deployer was certified to use the mynx vascular closure device (vcd). Femoral venous access was used, and imaging was utilized to verify vessel suitability, including insertion angle. The vessel diameter was verified to be greater than or equal to 5 mm. There was no reported presence of peripheral vascular disease (pvd) or calcium at the puncture site. The mynx vcd was stored and prepared according to the instructions for use (IFU). During use, the device was inserted, and when inflating the balloon, it was noted that the balloon indicator would not stay inflated; there was no attempt to pull the device to the vessel wall. Hemostasis was achieved using another mynx device without issue. One non-sterile mynx control venous closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open. No syringe was returned for this evaluation. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned inserted on the device. The balloon was noted deflated, and the core wire was present. No additional anomalies were observed during this analysis. The balloon was tested for an inflation/deflation functional analysis; however, during inflation a loss of pressure was observed, consistent with the reported event. The exact cause of the balloon loss of pressure could not be determined based on the available evidence. However, this type of damage is consistent with cases where the observed condition may result from handling, procedural, or other non-manufacturing related factors. A high-magnification evaluation was conducted to further assess the balloon. During this analysis, a micro tear was confirmed. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the balloon micro tear found could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the loss of pressure experienced after inflation in the patient. However, as there were no issues noted during prep of the device, handling factors, access site vessel characteristics (even though it was reported there was no presence of pvd/calcium at the puncture site) and/or concomitant device factors (the procedural sheath was not returned for analysis) most likely contributed to the reported event since excessive force, a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control venous IFU, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon indicator of a 6f¿12f mynx control venous vascular closure device (vcd) would not stay inflated upon balloon inflation. Upon removal, the balloon was observed to have burst, with a hole present where saline was leaking out. There was no reported patient injury. The device was prepped by the physician with no issues noted prior to use. The procedure was an atrial fibrillation ablation performed using an antegrade approach. The deployer was certified to use the mynx vascular closure device (vcd). Femoral venous access was used, and imaging was utilized to verify vessel suitability, including insertion angle. The vessel diameter was verified to be greater than or equal to 5 mm. There was no reported presence of peripheral vascular disease or calcium at the puncture site. The mynx vcd was stored and prepared according to the instructions for use. During use, the device was inserted, and when inflating the balloon, it was noted that the balloon indicator would not stay inflated; there was no attempt to pull the device to the arteriotomy wall. Hemostasis was achieved using another mynx device without issue. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.